Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech verified that the touch screen has failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation."

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that there was a misalignment in the touch position. The se attempted to calibrate the touchscreen, but the issue was not resolved. The touchscreen was then replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #:(B)(6). Reporter phone #:(B)(6).